Event description:
It was reported that the customer's pump screen was dark and unresponsive unless plugged into a charger, an issue that started on april 15, 2023. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. Technical support instructed the customer on various troubleshooting steps, which temporarily allowed the pump screen to function when plugged in. However, since the issue persisted when unplugged, a replacement pump was sent. The customer was advised to keep the current pump charged for use until the replacement arrived, and instructions for returning the faulty pump were provided.